Event description:
It was reported that the device received alarm - error codes / messages. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2718-2020 for iui connection issues z-2939-2020 for keypad this device was evaluated and repaired through the service repair process. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 20ar2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received alarm - error codes / messages. No additional information was provided. There was no patient involvement.